Manufacturer narrative:
(B)(4). Batch # n56r80. The analysis results found that one ec60a device was returned with the anvil bent upwards and with an ecr60d cartridge reload loaded on the device. The cartridge was received fully fired. The device was tested for functionality only in dry fired. However, the most distal staples were not completely formed. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Intra-operative video received. Based on the video evidence the event description of unformed staples can be confirmed. Unfortunately, it cannot be determined what may have caused the issue to occur. The device and cartridge should be returned for analysis. Conclusion: based on the video evidence the event description of unformed staples can be confirmed. Hands on analysis of the device and cartridge may provide the evidence necessary to confirm the root cause of the event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what does disburd mean? To give the tissue around the anastomosis some rest for recovery. Was the ileostomy created due to the device issue? The ileostomy was not made because of the device issue.

Event description:
It was reported that during a low anterior resection procedure, after compression and firing the device the anastomose was bleeding. When using the device you have to fire three times, but afterwards the problem was that only the first firing had delivered good formed staples. The other two handle movements to fire had not formed staples so the anastomose was not good. They had to make a handmade anastomose and have made an ileostomy to disburd the handmade junction.

Manufacturer narrative:
(B)(4). Corrected evaluation summary: the analysis results found that one ec60a device was returned with the anvil bent upwards and with an ecr60d cartridge reload loaded on the device. The cartridge was received fully fired. The device was tested for functionality only in dry fired. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.